Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our canadian affiliate, approximately 3 years and 3 months post implantation of a 23 mm sapien xt valve a second 23 mm sapien 3 valve was implanted.

Manufacturer narrative:
Correction: this event was previously reported by edwards lifesciences under manufacturer device report # 2015691-2016-00588. The event reported under manufacturer device report # 2015691-2016-01217 was opened in error. Manufacturer device report # 2015691-2016-01217 is a duplicate of manufacturer report # 2015691-2016-00588. This complaint is no longer considered to be a reportable event.

Manufacturer narrative:
Correction of date received by manufacturer: 15-apr-2016.